Event description:
Patient reported that durolane she got in (B)(6) was defective. Her md was trying to inject durolane in (B)(6) 2024 and now she reported that medication did not go in, med spilled out before it got injected. Unknown if patient missed a dose; no adverse event reported; unknown if available for return; md aware. No further information provided. Reported to (B)(6) by: patient/caregiver.